Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation since the medical surveillance specialist was unable to contact the patient, despite numerous attempts, to obtain additional information. The patient stated that the alleged inaccuracy first occurred at an unspecified time on (B)(6) 2015. At this time, the patient obtained blood glucose results of ¿113, 114 and 115mg/dl¿ with the subject meter. The patient does not take any medication in order to manage their blood glucose levels and it is not known if they made any changes to this as a result of the alleged inaccurate subject meter results. An unknown period of time in relation to the alleged issue, the patient experienced the symptoms of ¿dizzy and lethargic¿. The patient stated that as a result of these symptoms they received healthcare professional (hcp) treatment during a doctor¿s office visit. Unfortunately, the exact type of treatment which was received is not known as the patient did not want to answer any further additional questions relating to the alleged issue. At the time of troubleshooting the cca noted that the unit of measure was confirmed to be correct and an approved sample site was being used. However, the alleged inaccurate results were obtained from tests performed greater than 20 minutes from one another. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because, the patient reportedly was treated for a possible blood glucose excursion by a hcp after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.